Manufacturer narrative:
A field service technician evaluated the actual device at the user facility. The field service investigator was unable to duplicate the reported malfunctions of olc and pht test failures after simulating machine use. A visual inspection of the device revealed there were no leaks present and no components were damaged. A valve leak test was conducted and the device passed. The complaint could not be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A patient user facility nurse reported that a hemodialysis unit failed an online pressure holding test and online clearance test during a treatment at 9:52am. At 10:30am, the patient reported feeling sick and light headed. The nurse stated the patient's blood pressure dropped when checked at 10:35am, then at 10:37am, the patient reported feeling very nauseated. Shortly after the patient went non-responsive for three minutes. The patient was administered 400ml of normal saline as well as an oxygen mask. The patient then came out of the unresponsive state and was taken off of dialysis around 11:00am. The patient's blood was drawn and there were no abnormalities or negative test results concluded. The patient was able to leave the treatment facility on her own without any further issues after a period of observation by the nursing staff at 12:30pm. The patient has since started regularly scheduled treatment and has not experienced any further medical issues since this incident. There wer no changes to the patient's normal prescription, no changes were made to the patient therapy. The nurse stated the incident was not a dialyzer or allergy issue and the patient has not experienced any such symptoms. The machine uf was programmed correctly, and ther was no user error. A fresenius regional equipment specialist (res), was sent on-site to the facility and could not duplicate the malfunction or identify any nonconformance with the machine. A visual inspection revealed no leaks or damaged components, and a treatment simulation was run without displaying either of the reported malfunctions. The machine has been in use by the facility since the res technician came on-site, and there have been no further issues with the unit.